Manufacturer narrative:
Initial and final (B)(4) - device 3 of 6.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced a bent cannula event, which led to elevated blood glucose levels within three hours of insertion in the abdomen and the leg on (B)(6) 2026. The patient received treatment with correction injection via multiple daily injection (mdi). The patient replaced the infusion set and successfully resumed insulin delivery. No further information is available.